Event description:
It was reported that the screw head broke on insertion into femoral cutting block. Event occurred during use, while the instrument was inside the patient. All the pieces were extracted without incident. Procedure was completed using a sn back up device. A surgical delay of less than 30 minutes was reported.

Manufacturer narrative:
H11: corrected information was provided in b5.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details the device broke during use; however, it was reported that the procedure was successfully completed with a backup device without patient injury within a 0-30 minute surgical extension. No responses to clinical requests have been received as of the date of this medical investigation; therefore, the root cause of the reported event could not be concluded. Patient impact beyond the reported surgical extension and successful modified procedure are not anticipated since no patient injury is being alleged. No further medical assessment is warranted at this time. Should additional clinically relevant documentation/information become available, the medical investigation task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the screw head broke on insertion into femoral cutting block. Event occurred during use, while the instrument was inside the patient. Procedure was completed using a sn back up device. A surgical delay of less than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.